Event description:
My son's doctor prescribed the use of "epi-ceram" to be applied all over his skin in order to alleviate his eczema. After several days of application, my son was covered in contact dermatitis, caused by an allergy to the "epi-ceram". Dose or amount: applied to skin all over, frequency: once per day, route: top. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: eczema. Event abated after use stopped or dose reduced? Yes.